Manufacturer narrative:
Medwatch report number: mw5098713. The lot was manufactured from december 05, 2019 - december 10, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate adapters leaked. The leak occurred while expressing air from the IV (intravenous) bag. It was further reported that the leak started from the IV bag side of the baxter vial mate adaptor. The sets were used with vancomycin. This issue was identified during setup and preparation. There was no patient involvement. No additional information is available.